Manufacturer narrative:
B3: estimated based on gfe response from sales representative additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc2316500, model: sc-2316-50, serial: (B)(6), batch: 17450629, UDI: (B)(4).

Event description:
It was reported that these spinal cord stimulation (scs) leads were explanted due to impedances. The patient underwent a leads revision procedure wherein their leads were explanted. The leads were discarded by the hospital and will not be returned for analysis. Postoperatively, the patient was doing well.

Manufacturer narrative:
B3: estimated based on gfe response from sales representative, additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2316500. Model: sc-2316-50. Serial: (B)(6). Batch: 17450629. UDI: (B)(4).

Event description:
It was reported that these spinal cord stimulation (scs) leads were explanted due to impedances. The patient underwent a leads revision procedure wherein their leads were explanted. The leads were discarded by the hospital and will not be returned for analysis. Postoperatively, the patient was doing well. Additional information was received stating that the leads impedances were high. As a result, the patient experienced a recurrence of chronic pain, as the leads were not functioning as expected.